Manufacturer narrative:
Follow-up #1 date of submission 03/28/2017-device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2017 with the following findings: a review of the pump black box showed an unexplained pump reboot on (B)(6) 2017 at 18:24; the pump was powered back on (B)(6) 2017 at 01:01; deliveries never resumed. The pump was manually suspended on (B)(6) 2016 at 21:34 and manually resumed at 21:54. A temp basal program was run on (B)(6) 2016 from 18:30 until 19:54 and on (B)(6) 2016 from 21:51 to 23:51. During investigation, the pump was exercised for 24 hours with a 1.0 u/hr basal rate; at end testing the basal history correctly showed 1.0 u and total daily dose (tdd) showed 24.0 u. The tdd¿s added up correctly and reflected the user¿s programmed basal rates. The pump performed the delivery accuracy test successfully and was found to be delivering accurately and within range. No delivery interruptions or warnings occurred during the testing. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue): the basal history does not match active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported ast he pump not performing as intended with regards to the history or the settings may result in over or under delivery.